Manufacturer narrative:
According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemic seizure with loss of consciousness. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
A nurse from a hospital contacted customer support to report that the patient had lost the handheld controller used to manage insulin delivery. Without the controller, the patient administered insulin using a rapid-acting pen, which resulted in hypoglycemia, loss of consciousness, and a seizure. Emergency responders provided glucose, and the patient was admitted to the hospital for further monitoring. The nurse stated that the patient could not be discharged without a replacement controller and requested urgent shipment directly to the hospital. Customer support coordinated with the nurse and the patient to confirm delivery details and arranged rush shipping with an expected arrival window of 1 to 8 hours. The patient remained hospitalized under observation while awaiting delivery.